Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an anterior resection/right hemicolectomy (right colonic resection) procedure, they "cut tissue or used bleaching (bleeding) control." Operation is going on, but suddenly, the unit has a device error. The tip was broken from the outside. The reporter was informed that the tissue only came in contact with the tissue during operation and did not contact the product, such as a metal or plastic appliance. Patient consequence was not reported.